Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient experienced dissection of the inferior vena cava (ivc) and a drop in blood pressure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Vascular access awas obtained using ultrasound guidance and the guidewire was advanced to the right atrium (ra). As the sheath was inserted over the wire a blood pressure drop was observed. After contrast was injected it was discovered that the ivc had dissected. The pfa procedure was cancelled and the patient underwent vascular surgery. The current condition of the patient is unknown. The device is not expected to be returned for analysis.